Manufacturer narrative:
The device has been received and the investigation is in progress. Should the investigation team find any abnormalities with the device, this report will be updated.

Event description:
It was reported the right ventricle lead (rv) was explanted due to infection. The device has been received by bsc, and is awaiting investigation.